Event description:
On (B)(6) 2011, the pt and his wife contacted animas and reported elevated blood glucose (bg) levels. The pt indicated that the pump fell on the floor on (B)(6) 2011, at 1:30 pm. At that point, the pt indicated that the site was pulled away from his skin. The pt reportedly set up a new site and plugged the existing primed tubing. No alarms were noted for (B)(6) 2011. At 4:34 pm that same afternoon, the pt reportedly bolused 15 units. He reportedly did not bolus until 6:22 am the next day. The pt stated that he thought he had bolused but might have forgotten. On the evening of (B)(6) 2011, the pt claimed that his bg levels were "hi". Through troubleshooting, the animas rep involved in this contact determined that the pump was functioning properly. No inadvertent suspends were noted. The tdd was correct and added up appropriately. Basal rate and time/date were confirmed to be correct. The rep walked the pt through an air bolus and the pump was successfully able to deliver the air bolus. The pt stated that he was rotating his sites with no issues during insertion. The site was without redness/swelling/drainage. The pt also stated that he didn't have any symptoms of shortness of breath, chest pain, nausea, or vomiting. The pt denied observing air bubbles, air spaces, or blood in the tubing or cartridge. No leaking at cartridge or skin site was noted. No kinking or bending of the cannula was observed when the site was removed. The pt was avoiding areas of scar tissue. No illness or new medications, foods, or activities were reported. This complaint is being reported due to the pt's claim that he obtained "hi" bgs.

Manufacturer narrative:
The pump is not being returned at this time for evaluation. Through troubleshooting, the animas rep determined that there was no evidence of a pump malfunction and that the pt might have forgotten to bolus during the time of concern.

Manufacturer narrative:
(B)(4): no functional defects found with pump. Daily insulin delivery totals were reviewed and correctly reflect the users programmed basal rates. A 29 hour flow accuracy test was performed; pump passed and was found to be delivering within the required specifications. The black box contained no alarms or indications of pump malfunctions for the date of the alleged hyperglycemia.